Manufacturer narrative:
(B)(4). This complaint is for air in the patient line in initial drain. Per the complaint information, the patient connected, began therapy, and saw air in the line. Patient disconnected himself and the global technical service representative assisted with ending therapy. No patient injury or medical intervention was reported. This complaint was not confirmed in the lab due to a lack of sample. There was not enough data within the complaint information to identify root cause of the air. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of air in the patient line. The reported condition was not confirmed in the lab due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted global technical service (gts) requesting assistance to end therapy on the home choice (hc) during initial drain. The hp stated, he connected himself and pressed go to initial drain but noticed a lot of bubbles in the patient line. The hp stated, he stopped the hc and disconnected himself. The hp wanted to start over with new supplies. Gts assisted the hp to end therapy. The hp confirmed to start over with new supplies. On (B)(6) 2011 product surveillance spoke with the hp who stated that he did not see anything unusual with the supplies and did not know how air might have gotten into the line. The hp confirmed his therapy had been going fine. No patient injury or medical intervention was reported.